Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon ( image frozen ,no response when pressed any button), was not duplicated during device evaluation, the root cause of the phenomenon could not be identified.in addition, no image occurred due to a receptacle s7 unit failure which connects video connector from scope. The cause of the s7 unit failure could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera video system center had a frozen image. There was no response when pressing any buttons. And connector failure was noted. The issue was found during preparation for use. The intended procedure was completed with a similar device without any delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation "image freezing" was not confirmed. It was noted, that the s7u connector was faulty resulting in the whiteout screen and the interference on the image. Additionally, it was noted, that one foot of the device was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.